Manufacturer narrative:
(B)(4)

Event description:
An adverse event form was received indicating that the study patient experienced a coagulase negative staph infection starting (B)(6) 2016. The infection was moderate, definitely related to implant, not related to stimulation, and medications were added. It was noted that the infection resolved on (B)(6) /2016. Review of device manufacturing records confirmed sterilization of both the generator and lead prior to distribution.